Event description:
The customer requested the monitors to be calibrated on the 9800 to assess the image quality software. No pt injury.

Manufacturer narrative:
The service rep calibrated the system. Operates as intended.